Event description:
The first vision stent could not cross the pre-dilated circumflex, that was moderately tortuous and calcified. A second vision stent could not cross the pre-dilated circumflex as well. Both of the stents became dislodged and were deployed with a balloon catheter in unintended sites. No pt effects were reported.